Manufacturer narrative:
The investigation was completed. Investigation summary: the cause of the low pump flow was not established as data logs showed no abnormalities and no product was returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. It was reported that during impella rp flex ramp trial, the nurse went to p2 from p6. After assessment she returned to p6, but noticed the flows did not increase although the monitor said p6. She troubleshooted with the attending and when they went into flow control, the automated impella controller showed that the pump was on p2 not p6. The placement screen indicated p6. When they tried to go back to p6, the flows increased. There was no patient harm. This complaint is for the pump and additional report will be sent for the controller (serial number ic7340).